Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports via phone call that they received multiple basal suspend alarms within a span of 5 days. Customer states that were able to adjust the auto suspend. Customer's bgs are 150 or lower at the time of the event. Customer also stated that their sensor stopped working due to a lost connection. Meter was unable to read the sensor readings, but customer was able to reconnect the sensor this morning.